Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Due to additional information received from study site the endoleak has been reclassified from type 1a endoleak to type 1c endoleak originating from a cmd and not the reported zenith tx2 dissection endovascular graft straight component. Furthermore, the additional information provided determined the cmd was manufactured by william cook australia (wca). With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to wca. Wca has no similar device marketed in us; therefore, william cook europe informs that this incident is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (B)(6): zenith tx2 dissection w/pro-form and z-trak plus (zdeg): protocol 16-16, pt#1790118 the site reported an aneurysmal bag related to study device & type ia endoleak due to initial prothesis. On (B)(6) 2018 during the index procedure with a primary indication of aortic aneurysm, a zdeg-p-42-83-pf lot# e3570938 was implanted along with a zta-pt-46-42-233 lot# e3714520, zta-p-42-121 lot# e3694833 and another non-cook stent. The proximal zone of graft implantation was zone 3 and the left subclavian artery was not covered by the graft. The degree of proximal oversizing is unknown, and a balloon was not used during the procedure. The site did not report any difficulty placing the device and at the end of the procedure the angiography showed the study device was patent with no separation, evidence of device integrity issues, or endoleak noted. On (B)(6) 2018 (five days post-procedure) a post-procedure CT was done. All vessels were patent. There was no endoleak noted and the study device was patent with no separation of devices, migration, or device integrity issues noted. Patient was discharged (B)(6) 2018 (12 days post-procedure). (B)(6) 2018 (146 days post-procedure) the subject underwent a thoracic aortic fenestration staged procedure. (B)(6) 2018 (148 days post-procedure) a six-month follow-up CT was done. All vessels were patent. The study device was patent. There was no separation of device, migration, or evidence of device integrity issues. There was a type iiia endoleak noted to proximal stent to the right renal artery and distal right renal artery. Treatment included endovascular stent placement to the right renal artery and mesenteric superior. The site did not relate the endoleak to the study device. The site related the endoleak to the non-adapted stent during the second stage of the surgery (4 fenestrated endoprostheses). On the same day the subject experienced anemia with medical treatment and a blood transfusion. (B)(6) 2019 (242 days post-procedure) the site reported a type iii (defect in graft) endoleak. The information provided stated the defect is the one which was placed within the celiac trunk. Patient as hospitalized on (B)(6) 2020 and treatment included placement of stent at the mesenteric superior, coeliac trunk, external iliac and common femoral junction. The site stated there was probably a tear in the ptfe coating of the stent during excess dilation of the balloon. Subject was discharged (B)(6) 2020. The site has confirmed the type iii endoleak was not related to any cook device as it was related to the covera 7x100 stent. (B)(6) 2021 (984 days post-procedure) the subject had a type ia proximal endoleak. The site stated this event occurred due to the initial endoprosthesis moved, creating the endoleak. The subject was hospitalized due to this endoleak on (B)(6) 2021 and underwent a thoracic aortic graft placement endovascularly. Subject discharged home (B)(6) 2021. (B)(6) 2021 (1284 days post-procedure) the subject was hospitalized and experienced type iii endoleak (inadequate seal of modular graft devices). On (B)(6) 2021 (1287 days post procedure) subject underwent an endovascular placement of thoracic aorta CT bridging stent relining. The site related the event to the study device due to disconnection of the branched thoracic modules. Per the comments placed by the site: embolization and revascularization of the visceral artery to treat the evolution of the aneurysmal bag. Placement of the custom-made endoprosthesis was scheduled, however, the surgery report describes an embolization and revascularization of the visceral artery. It's seems that a custom made device was ordered but there is no trace that it was used as an ivascular over the wire icover was used with several penumbra coil ruby complex standard. (B)(6) 2021 the subject experienced a pseudoaneurysm following the embolization and revascularization of the visceral artery. Treatment included endovascular thrombectomy/thrombolysis. (B)(6) 2021 the subject experienced anemia which required treatment with a blood transfusion. The site stated this was related to the placement of the custom made endoprosthesis. The subject was discharged (B)(6) 2021. (B)(6) 2022 (1388 days post-procedure) the subject had sepsis. The subject received antibiotics and was intubated for four days. The site related it to inflammatory syndrome. (B)(6) 2022 (1392 days post-procedure) the subject died due to sepsis.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation could not rule out the possibility that the device had contributed to this incident therefore it is as of 11dec2024 considered reportable. G4) similar to device marketed under PMA/510(k) p180001. Summary of investigational findings: a 75-year - old female patient who was enrolled in french reimbursement study underwent index procedure on (B)(6) 2018, where a zdeg-p-42-83-pf (complaint device), a zta-pt-46-42-233, a zta-p-42-121 and a non-cook device were implanted. The primary indication was aortic aneurysm. The proximal zone of graft implantation was zone 3 and the left subclavian artery was not covered by the graft. The degree of proximal oversizing is unknown, and a balloon was not used during the procedure. The site did not report any difficulty placing the device and at the end of the procedure the angiography showed the study device was patent with no separation, evidence of device integrity issues, or endoleak noted. (B)(6) 2021 (984 days post-procedure) CT revealed a type 1a proximal endoleak at the level of the proximal part of the endoprosthesis thoracic with refeeding and enlargement of the aneurysm, the endoprosthesis having therefore moved. Site confirmed that this evolution of the aneurysmal bag is the same aneurysm treated during the index procedure. The endoleak was treated with a thoracic aortic graft and a coil embolization. The information regarding if the initial prothesis is the zdeg device or another cook device has been queried, however no response has been received. It is assumed that the endoleak is related to the zdeg. No information regarding the cause of the endoleak has been provided. No CT (computer tomography) imaging was provided and based on the provided information it was not possible to determine the cause of the endoleak. Endoleak is listed as a potential adverse event in the instructions for use. Cook will reopen the investigation if additional information or imaging is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.